Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report that the insulin pump shut down randomly. The customer's blood glucose level was unknown. The customer stated that the device would alarm randomly, and if he took the battery cap off and put it back on it would work. The customer's device was replaced. No further details were provided.

Manufacturer narrative:
The insulin pump passed self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and the displacement test. Low battery and power loss alarms at the long trace history file and an abnormal loaded voltage at the power graph due to connector resistance at the j6 printed circuit board. After disconnecting and reconnecting the internal battery connector on the j6 printed circuit board, the insulin pump was monitored and functioned properly. No unexpected replace battery now or insert battery alarms noted. The insulin pump was received with scratched case, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.